Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. The probable cause for the noisy fan ans s233 alarm code were due to a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarm with s233 (overtemperature-psc) malfunction alarm code biomedical dept with a note that stated, "s233 malfunction alarm and noisy fan". No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history noted a s233 (overtemperature-psc) malfunction alarm code and the device powered up with abnormal grinding noise from the fan assembly. No additional info was provided.